Manufacturer narrative:
The plant investigation is in process. A supplemental MDR will be submitted upon completion of this activity.

Event description:
It was reported that a peritoneal dialysis (pd) patient discovered a fluid leak after ending their pd treatment. The patient reported receiving a volume error warning during dwell 1 of 3 of treatment and the treatment was cancelled. The warning occurred several times. The cycler was rebooted and treatment resumed but the warning reoccurred as well as an air detected in cassette alarm during stat drain 1 of 3 of treatment. The cause of the leak is unknown. Fluid was discovered in the pump module area and on the external of the cassette. The film on the cassette was not loose. The patient was advised to follow up with their peritoneal dialysis nurse (pdrn). The patient elected to not reset up treatment. Upon follow up, it was confirmed the patient is trained on performing stat drains, as well as manual peritoneal dialysis therapy if needed. The patient did not develop any symptoms, adverse events, injuries, or require medical intervention as a result of the reported event. The patient is continuing peritoneal dialysis therapy with no further issues.

Manufacturer narrative:
Plant investigation: no parts were returned to the manufacturer for physical evaluation. A records review was performed on the reported serial number. An investigation of the device manufacturing records was conducted by the manufacturer. There were no non-conformances, or any associated rework identified during the manufacturing process which could be related to the reported event. In addition, the device history record (DHR) review confirmed the results of the in-progress and final quality control (qc) testing met all requirements. The investigation into the cause of the reported problem was not able to be confirmed. A definitive conclusion regarding the complaint incident cannot be reached without a physical examination of the complaint device.

Event description:
It was reported that a peritoneal dialysis (pd) patient discovered a fluid leak after ending their pd treatment. The patient reported receiving a volume error warning during dwell 1 of 3 of treatment and the treatment was cancelled. The warning occurred several times. The cycler was rebooted and treatment resumed but the warning reoccurred as well as an air detected in cassette alarm during stat drain 1 of 3 of treatment. The cause of the leak is unknown. Fluid was discovered in the pump module area and on the external of the cassette. The film on the cassette was not loose. The patient was advised to follow up with their peritoneal dialysis nurse (pdrn). The patient elected to not reset up treatment. Upon follow up, it was confirmed the patient is trained on performing stat drains, as well as manual peritoneal dialysis therapy if needed. The patient did not develop any symptoms, adverse events, injuries, or require medical intervention as a result of the reported event. The patient is continuing peritoneal dialysis therapy with no further issues.